Event description:
The stent only deployed on the distal end; so, the physician had to carefully pull out the stent and delivery system. The physician used an 8fr sheath to introduce the stent into the left arm into a dialysis graft. The physician then pulled on the white knob to deploy the stent, and then pulled on the black knob to release the stent; however, the release wire broke. The stent then coiled up which made it seem thicker, so the physician could not pull the half deployed stent throug the sheath, the physician decided to pull the sheath out and then he pulled the half deployed stent though the dialysis graft.